Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: powered on device with no issues. Ran on automated test console. Failed test for over voltage test measured current. Measured 33.4a. Passing range is 0-10a. Replaced circuit board component with a known good part. Ran test again, passed. Measured 7a. No logs provided. Conclusion: confirmed customer complaint device failed over voltage test. Failure caused by faulty component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the epg failed tests during calibration sequence. The main printed circuit board (pcb) was replaced. The firmware was updated in accordance with the ongoing field corrective action. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.